Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bivona ped std tracheostomy tube was accidentally removed by the patient. There was no harm to the patient as the emergency trach kit was used to secure the tracheostomy. On removal, it became apparent the tracheostomy tube had broken, and the pull had resulted in the wire becoming exposed and unwound. The incident was fixed by replacing the device. There was patient involvement, there was no harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. Two pictures and two used device was returned for investigation. The complaint of the tracheostomy tube being broken can be confirmed. Visual and functional testing was performed. Aas received one of the tubes was torn at the base of the shaft exposing the internal wire. Inspection of the deformation area showed uneven lining. No damage or anomalies observed on the second tube. The probable cause of the reported problem unknown.